Event description:
Patient with a history of osteoarthritis and an arthroscopic procedure, who experienced a septic reaction in the right knee. Patient began a treatment with synvisc in 2005. The pt received one injection of synvisc into the right knee in 2005 and experienced a septic reaction in the knee. "It's infected." The knee was swollen, painful and red. The pt was admitted to the hosp for IV antibiotics. The knee was drained and was to be "scoped." The dr's assistant assessed the relationship of the event as definitely related to synvisc. At the time of this report, the pt was not yet recovered. Results of a fluid culture were pending; gram stain was negative.